Event description:
The facility reported a colleague infusion pump with failure code 314:432:201:0000. It is unknown when this event occurred; however, this event occurred during biomed servicing. This event may have interrupted delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with failure code 314:432:201:0000 was confirmed during product evaluation. The assignable cause is uim pcb (user interface module printed circuit board) defective. The uim pcb was replaced.this is involving a pump with software version 5.04.00 which is categorized as unremediated.